Manufacturer narrative:
A ge service rep performed an onsite investigation. The display adapter and lemo connector were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the left monitor went black. Functionality was recovered after a reboot. This issue will cause the system to be unstable due to the inability to see the live image. There is no report of injury or death associated with the event.